Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving inaccurate erratic readings. This complaint is classified according to the documentation of the customer care advocate. The pt reported blood glucose results of "133 and 188 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Reportedly, the pt had symptom of feeling shaky 10 minutes prior to the onset of the alleged inaccurate erratic reading. The pt did not receive any treatment that would suggest the pt had severe hypoglycemia or hyperglycemia. During troubleshooting, the customer care advocate verified that there was no control solution to check whether the subject lfs product was within the control solution range, the testing process was correct, and the results are from the same approved sample site. This complaint is being reported due to the alleged inaccurate erratic issue. The pt's symptoms preceded the alleged inaccurate erratic readings. There is no evidence the pt received inappropriate treatment, replacement products were sent to the pt.